Event description:
The tech alleged that when the brakes are engaged and the bed is pulled on hard the brakes will disengage. No pt impact.

Manufacturer narrative:
The tech replaced the brake steer torque tube to resolve the issue.